Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical/surgical intervention performed on the patient post-operatively for treatment of dry socket? If so, please list with dates and results. What is the patient¿s current status? Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. Citation: la revue de santé de la méditerranée orientale, vol. 12, no 3/4, 2006.

Event description:
It was reported in a journal article that the patient underwent a surgical removal of wisdom teeth sometime between november 1996 and june 1998. The patient experienced dry socket. The patient developed a short-lived numbness of the lower lip, probably due to surgical trauma. No additional information is available at this time.